Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and another unknown drug (some kind of a numbing agent) via an implantable pump. The indication for use was non-malignant pain/failed back surgery syndrome. The patient's medical history included the neurological disease cmt. On (B)(6) 2012 the patient reported being dissatisfied with her current pump managing physician and was looking for a new one. The first time the pump was filled, the doctor did it and it was quick and painless. Since then, the patient had seen an rn (registered nurse) or pharmacist. When the rn filled the pump, they had the needle moving all around in the patient's stomach until they found the hole in the pump; it was very painful and uncomfortable. The patient also felt that the rn couldn't answer her questions. The patient was initially told that she would get 40-45% pain relief with the pump, but she got none. She was wondering if she needed a medication change or what needed to be done so that she could get pain relief, but she hadn't been able to get an appointment with the doctor. She waited 2 months and finally had an appointment the day prior to th is report. She ended up waiting 45 minutes once she got there and then she wasn't told that the doctor was behind, so she ended up not seeing him. The patient had numbing in her legs since implant that had gotten worse. She stated that she had numbing in her right leg before implant due to her cmt, but now she had numbing in her left leg. The patient also had problems with not being able to urinate. The pump had not been adjusted in over three weeks. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.